Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture anomalies and increasing lead impedance from 400 ohms at implant to 1100 ohms.